Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. The customer's reported problem was unable to be duplicated. During investigation the device was started in application, and no problems found with double beeping. The device also shut off during testing with "battery depleted" error message. Service replaced the downstream sensor as a preventive measure. Service also replaced circuit board to correct the shut off problem that occurred during testing. The root cause of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited double beep no cassette alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.